Event description:
The customer reported via phone call that the insulin pump had four button error alarms on the day of the call. The customer also reported receiving a low reservoir alert with 19 units of insulin remaining in the reservoir. The customer stated that the button error alarms occurred during bolus. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level was 94 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm during our testing. Unable to verify low reservoir alarm due to unresponsive buttons. The insulin pump has cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.